Event description:
A customer reported an unspecified low reading issue with the freestyle libre 2 sensor, and reported that due to this he required third-party treatment. However, no further information was provided as the customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event. Customer reported comparison of 40 mg/dl from sensor against 140 from healthcare meter, taken at unspecified time. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low reading issue with the freestyle libre 2 sensor, and reported that due to this he required third-party treatment. However, no further information was provided as the customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event. Customer reported comparison of 40 mg/dl from sensor against 140 from healthcare meter, taken at unspecified time. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.